Event description:
It was initially reported by the physician that the patient was referred to the surgeon for a full revision surgery. Patient was referred as her vns device was malfunctioning. Diagnostics showed high lead impedance and patient has had increased seizures. No other information was provided. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.